Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous popliteal to superficial femoral artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured vertically upon second inflation at 6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported.